Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.